Manufacturer narrative:
H10: for the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. After further evaluation, the investigation confirmed for the alleged catheter tip damage during tunneling issue. The definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6 (method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605850, implantable port, was allegedly fractured during tunneling. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605850, implantable port, was allegedly fractured during tunneling. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.